Event description:
The customer stated he was hospitalized for unk low blood glucose levels. The customer also stated, he was in a car accident. The customer also stated he had given a bolus in the morning, prior to the incident. Troubleshooting was performed, and the insulin pump programming was correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.